Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
During an study, the ausab quantitation panel was found to read preparations of the w.h.o. Reference material up to: 73% higher when using procedure a, and up to 106% higher when using procedure b for lot number 42105m100, and 61% higher when using procedure a, and up to 84% higher when using procedure b for lot number 46399m100. This observation has the potential to cause elevated patient results and higher proficiency sample results. There is no impact to the user's health or ability to use the products. Abbott has not received any reports of adverse events related to this issue.